Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient experienced prosthesis wear, loosening, swelling and pain. As a result, the patient's surgeon recommended revision surgery on a future date. No further patient impact reported. No further information available.